Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the basal delivery totals did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box showed a replace cartridge alarm on (B)(4) 2015 at 20:47; deliveries resumed at 21:11. On (B)(4) 2015 at 21:58, a 0.00u basal program was set and the pump ran on this program until (B)(4) 2015 at 01:28 when basal program 3 was set. The pump was programmed with a 1.0u/hr basal rate and exercised for a 24 hour time period. The pump accurately recorded the basal deliveries in the pump history.